Event description:
Boston scientific received information that during a follow up noise was displayed on the right ventricular pace/sense lead. Noise was oversensed and stored as ventricular tachycardia which resulted in pacing inhibition. All other measurements were satisfactory. The device was reprogrammed and a follow up has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests could not be performed as the device was at bex (battery exhausted) after explant and prior to return.

Event description:
Additional information noted that this device was explanted and returned.